Event description:
The surgeon inserted an aq2017v silicone three piece lens into the eye and a haptic broke off and stayed in the injector. The surgeon removed the lens without enlarging the incision. No patient injury.